Event description:
Nipro safe touch fistula needle used on this pt for hemodialysis in 2002. The fistula needle began leaking blood while the pt was dialyzing. Unable to resolve: required pulling the needle. The leak appeared to be coming from the hard plastic area under the guard where it attaches to the more pliable plastic.